Event description:
(B)(6) received notification from a field clinical specialist. As reported, the (B)(6)team was called in to bail out a 29mm evolut [medtronic] valve implant. After the evolut valve was implanted, the tee showed severe aortic insufficiency due to a potential leaflet issue. A 26mm sapien 3 ultra resilia (s3ur) valve was prepped per IFU on the commander delivery system (ds) and inserted through the esheath via the carotid approach. While advancing the valve, it was noticed that the s3ur was getting stuck at the evolut frame. At this point, the team realized that the safari [boston scientific] wire was through the top cell of the evolut frame. The safari wire was then pulled back to attempt to recross the valve. While re-crossing the valve, the safari wire got entangled with the evolut frame and deformed/folded the evolut frame. The patient was stable, and the team decided to remove the s3ur, commander ds, and esheath and abort the procedure. No (B)(6) devices were blamed for the issue, and the patient was transferred to the ICU in stable condition. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).